Manufacturer narrative:
The device was not received by senseonics. However, based on the sensor serial number and lot number, it was concluded that there was a malfunction. The root cause for reduction in sensor response was result of oxidation of sensor.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and failed to last the expected 90 days thereby requiring early removal of the inserted device.